Event description:
Following hardware removal from right femur, cutting reamer head disconnected from flexible reamer shaft and stayed imbedded in right distal femoral shaft. Attempts to remove unsuccessful.